Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display on the roller pump went garbled. The device was not changed out as the perfusionist used an alternate roller pump on the system. The surgical procedure was completed successfully, and there were no delays, no blood loss or the adverse consequences to the pt.

Manufacturer narrative:
The field service representative (fsr) replaced the main display assembly and the pod circuit board. The unit was tested to manufacturer's specifications and returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.